Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the clinical file was provided for reivew. Review of the data file showed the ECG signal via pads disappeared from the screen due to changing the lead view to lead ii view. The file showed the ECG signal via pads reappear after switching the ECG view back to pads view. There is no indication in the file that showed he device is unable to detect ECG using pads due to a device malfunction. Analysis of reports of this type has not identified an increase in trend.